Manufacturer narrative:
Functional testing of the returned ipg could not be performed. The device could not be charged despite multiple attempts, and no link could be established with a known good remote control or clinician programmer. However, internal electrical measurement and thermal imaging confirmed that the application-specific integrated circuit (asic) was electrically shorted. This type of damage is believed to be caused by the ipg or lead exposure to the reported cardioversion, as the instructions for use (IFU) indicates medical therapies or procedures such as external defibrillation may turn stimulation off or cause permanent damage to the ipg.

Event description:
It was reported the patient's remote control could not communicate with the implantable pulse generator (ipg) and turn stimulation on following a cardioversion procedure. Attempts to charge the ipg and restore communication were unsuccessful. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Event description:
It was reported the patient's remote control could not communicate with the implantable pulse generator (ipg) and turn stimulation on following a cardioversion procedure. Attempts to charge the ipg and restore communication were unsuccessful. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.